Event description:
On (B)(4) 2011, abbott point of care was contacted by a customer regarding pt/inr cartridges that yielded a discrepant pt/inr result when comparing to their comparative instrument. Method: I-stat, time: 2:48pm, pt/inr: 62.3/5.6. Method: stago, time: unk, inr=2-3. No repeat on either method. The unexpected pt/inr results were generated from the following lots but unknown which lot was used for testing: lot #: r11285a, manufacture date: 10/2011, expiration date: 03/28/2012. Lot #: r11254, manufacture date: 09/2011, expiration date: 02/28/2012. Based on the information available at the time, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4). An investigation was completed on 03/14/2012 and a deficiency was identified. (B)(4). Details were provided with the action that was conducted in cooperation with the u.s. Food and drug administration.